Manufacturer narrative:
Findings: pump was received with unresponsive buttons due to corroded keypad traces. Unit had cracked display window corner, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. Tkn (B)(6) 2014. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had intermittently unresponsive buttons. His or her blood glucose was unknown at the time of reporting. The insulin pump was returned for analysis. No additional information was reported.